Event description:
Customer complaint: she went to bed at a 117 and tested when she woke 13 hours later, teenagers, at a 130. I told her to do 3-4 back to back right after the 130. She got 109, 107, and 114. That's quite the range.